Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. During the night of (B)(6) 2023 at 1:30 am the cgm reading was too high (no specific value reported) and the patient self-treated with insulin. He woke up at 2:30 am completely wet from sweating. The cgm reading was 295 mg/dl, but the patient was unable to do anything. The patient´s wife took a bg reading which was 30 mg/dl. The wife treated the patient with juice and 3 nutella breads. Additionally, the patient reported that their cgm had water exposure prior to the event that could've contributed to the discrepancy in values. At the time of the report the patient was okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.